Event description:
The customer reported that the system was not letting them pulling up saved image, and delays when press any button.

Manufacturer narrative:
(B) (4). The ge service rep found the hard drive was defective. He ordered and replaced the hard drive, reloaded the cal files and tested the system. The unit operates as intended.